Manufacturer narrative:
Updated.

Event description:
The field service engineer (fse) reported that the unit was received in the service center with a vent inop watchdog test failed error. The fse reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that this motor controller (mc) board was tested and no failures were identified.